Event description:
As reported by the (B)(4) study, a patient suffered from a sudden onset of dysarthria after stent deployment of an 8x30mm precise pro rx stent in the ostium of the left internal carotid artery. The patient was diagnosed with a transient ischemic attack (tia). A thrombectomy performed and the patient's speech returned to normal. The patient fully recovered with no residual deficits. The patient exited the study the day after the procedure. Twenty-seven days before the tia, the patient had a 7x30mm precise pro rx stent implanted in the right proximal internal carotid artery with no adverse event. The patient was discharged the next day with the nih and rankin stroke scale scores at 0, the same scores recorded before the procedure. Twenty-seven days later, the patient was admitted to undergo another carotid stenting procedure of a contralateral lesion. The lesion was located in the ostium of the left internal carotid artery with a length of 20mm and a diameter of 5 mm. The lesion was ulcerated with 90% stenosis. There was none documented calcification or tortuosity. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the contralateral lesion and pre-dilation was performed with a non-cordis balloon catheter. Then, an 8x30mm precise pro stent was implanted at the contralateral lesion, and a non-cordis filter was deployed at the vessel. After that, the patient began to exhibit mild to moderate dysarthria, which was diagnosed as a tia. The patient slurs at least some words, at worst, can be understood with some difficulty. An aviator was inserted and post dilation was performed at 7 atmospheres for 17 seconds. After the aviator was removed, a 6f thrombectomy catheter was inserted and a thrombectomy was performed. The angioguard and the non-cordis filter were successfully retrieved and the basket of the angioguard was found to have no debris. There was none documented presence of air bubbles.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00026 and 1016427-2014-00004. The cec agreed that a tia- non-ipsilateral occurred. The adjudication minutes reported the following additional information: on (B)(6) 2013 he underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro stent in the right proximal ica. The angioguard rx ecgw was retrieved with no debris found in the filter. The site reported a 0% final residual in-lesion stenosis. On (B)(6) 2013, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The site reported no post-procedure maes. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 the patient underwent percutaneous treatment in the left carotid artery with placement of a stent, using a non-study embolic protection device. During the procedure, after placement of a stent, the patient experienced neurological deficits. Per procedure event log, at 12:15 there was mild to moderate dysarthria noted: the patient slurred at least some words, at worst, can be understood with some difficulty. Post-stent balloon angioplasty was performed, and embolic protection device was retrieved at 12:21. At 12:22, normal speech restored. The patient was back to neurological baseline.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00026 and 1016427-2014-00004. Complaint conclusion: as reported by the (B)(4) study, a patient suffered from a sudden onset of dysarthria after stent deployment of an 8x30mm precise pro rx stent in the ostium of the left internal carotid artery. The patient was diagnosed with a transient ischemic attack (tia). A thrombectomy performed and the patient's speech returned to normal. The patient fully recovered with no residual deficits. The patient exited the study the day after the procedure. The patient was a (B)(6) male with a medical history of coronary artery disease, coronary percutaneous revascularization, hypertension, hyperlipidemia, and history of smoking. Twenty-seven days before the tia, the patient had a 7x30mm precise pro rx stent implanted in the right proximal internal carotid artery with no adverse event. The patient was discharged the next day with the (B)(4) stroke scale scores at 0, the same scores recorded before the procedure. Twenty-seven days later, the patient was admitted to undergo another carotid stenting procedure of a contralateral lesion. The lesion was located in the ostium of the left internal carotid artery with a length of 20mm and a diameter of 5 mm. The lesion was ulcerated with 90% stenosis. There was none documented calcification or tortuosity. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the contralateral lesion and pre-dilation was performed with a non-cordis balloon catheter. Then, an 8x30mm precise pro stent was implanted at the contralateral lesion, and a non-cordis filter was deployed at the vessel. After that, the patient began to exhibit mild to moderate dysarthria, which was diagnosed as a tia. The patient slurs at least some words, at worst, can be understood with some difficulty. An aviator was inserted and post dilation was performed at 7 atmospheres for 17 seconds. After the aviator was removed, a 6f thrombectomy catheter was inserted and a thrombectomy was performed. The angioguard and the non-cordis filter were successfully retrieved and the basket of the angioguard was found to have no debris. There was none documented presence of air bubbles. After the thrombectomy and removal of the filter baskets, the patient had normal speech. No CT/MRI of the head was performed. The patient fully recovered with no residual deficits. The day after the procedure, the patient exited the study with an (B)(6) score of 0 and is currently fine. The device remains implanted; therefore, it is not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15937920 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. A tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Dysarthria ((B)(4)) is a condition in which the patient has difficulty controlling or coordinating the muscles he/she uses when he/she speaks, or weakness of those muscles. Dysarthria often is characterized by slurred or slow speech that can be difficult to understand. Dysarthria, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process of the products involved.

Manufacturer narrative:
After the thrombectomy and removal of the filter baskets, the patient had normal speech. The patient fully recovered with no residual deficits. The day after the procedure, the patient exited the study with an nih and rankin score of 0 and is currently fine. The product remains implanted and is thus not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: bivalirudin, angiomax, lidocaine and saline mixture were given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Saline mixture was also given post procedural. Concomitant devices: 6mm angioguard, lot#: 70813455, catalog#: 601814rmc; 4x20mm trek rx balloon catheter, abb vas; filterwire ez 3.5x5.5x190cm, boston scientific; 5x20mm aviator balloon catheter, catalog#:424-5020w; and 6f fetch 2 aspiration thrombectomy catheter, medrad. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00026 and 1016427-2014-00004.